Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the needle disengaged in the patient cavity. An xray was administered, however, the needle was not found. The patient appears to be in good condition. There was no unanticipated blood loss of 250ccs or more. The case was delayed at about 30 minutes. The incision was not extended due to the product problem.

Manufacturer narrative:
Post market vigilance (pmv) received three devices. The visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed on device a and device c. No shearing of the toggle switches was observed for any of the devices under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device a, device b and device c. Difficulty was experienced in toggling the needle in the device a and device c but none with device b. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Pmv observed witness marks from the needle tip impacting the beveled wall were observed on device a and device c. Difficulty was experienced in toggling the needle in the device a and device c but none with device b. Pmv noted that the needle toggled out of the jaws of the device a and device c at times during testing. The engineering team found blades of devices to be bent and were unable to test device for the observed condition reported by pmv and the customer. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Although the device failed during pmv testing, the engineering team was unable to confirm this failure due to the observed condition of the device. The engineering team was unable to test the device but found no evidence of malfunction of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.